Manufacturer narrative:
Cme america received the complaint device and reviewed the onboard event log. According to the history, on (B)(6), one day before the complaint was issued to cme america, an infusion with an enteral syringe was initiated. The pump accurately detected the syringe brand and size, and detected that the syringe had 26 ml of fluid. According to the pump history, the user programmed the pump for a duration of 30 minutes. The duration was not programmed to 4 hours as the customer desired. The pump ran for approximately 18 minutes before it was manually stopped by the user. With a programmed duration of 30 minutes and a volume to be infused of 26 ml, the actual rate would have been 52 ml/hr, versus prescribed rate of 7.5 ml/hr. At the programmed rate, in 18 minutes the pump would infuse 15.6 ml. This matches the customers claim that the device had infused 15.5 ml before the pump was manually stopped. No harm came to the patient due to this event. Cme america performed a volume test on the complaint unit. The device successfully passed the volume test with a -2.95% accuracy (acceptance criteria is ±5% accuracy). The pump was able to pass all testing and the syringe tables on the device matched those released in the cme america quality system. There is no deficiency with this device. The user had mis-programmed the pump causing an over-infusion. The root cause of this complaint is user error.

Event description:
Customer reported this pump was being used as part of an evaluation when it over-infused during a patient feeding. Customer's desired prescription was supposed to be a 30 ml volume delivered over 4 hours. When the device was checked 30 minutes after starting the infusion, nearly half of the syringe contents had been delivered. This was confirmed by the pump display which showed 15.5 ml remaining after 30 minutes. Customer noted that the pump was mounted to an IV pole in close proximity to an infant incubator described as a "draft isolette" which is their normal practice. Customer did not report any alarms or alerts during the infusion. No harm came to patient due to this event.